Manufacturer narrative:
Citation: takahashi m et al. Impact of qrs duration on decision of early removal of pacing catheter after transcatheter aortic valve replacement with corevalve device. Am j cardiol. 2017 sep 1;120(5):838-843. Doi: 10.1016/j.amjcard.2017.05.050. Epub 2017 jun 15. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the safety of temporary pacemaker removal strategy using 120 ms of qrs duration as the cutoff immediately following transcatheter aortic valve implantation (tavi) in patients implanted with corevalve. All data were prospectively collected from two centers between december 2010 and january 2013. The study population included 156 patients (predominantly female; mean age 84 years), all of which were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Among all patients, 5 deaths occurred within 30 days of tavi. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: immediate and delayed atrioventricular block (complete and second-degree) requiring permanent pacemaker implantation, aortic valve regurgitation (greater than grade 2), bleeding, stroke, myocardial infarction, vascular complication, pericardial effusion, and infection. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.